Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: metformin. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and photosensitivity reaction ("sensitivity to light/itchy rash developes with sunlight exposure"). In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). In 2014, the patient experienced tooth disorder ("dental probs") and fatigue ("fatigue"). In 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea(cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), sensitive skin ("rash/skin condition: very sensitive skin"), parosmia ("sense of smell"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joints pain/knees pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation on (B)(6) 2013 and on (B)(6) 2019 :hysterectomy . (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and arthralgia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, tooth disorder, gastrooesophageal reflux disease, alopecia, fatigue, hormone level abnormal, migraine, nausea, nervous system disorder, sensitive skin, photosensitivity reaction and parosmia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, parosmia, pelvic pain, photosensitivity reaction, sensitive skin, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was planning to have the essure removed soon. She received treatment for other injuries/problems: headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. Reporter information, lab data added. Events: abnormal bleeding (vaginal), joints pain added. Gastrointestinal disorder updated to gastrointestinal or digestive system condition type: gerd. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu'), device expulsion ('device expulsion') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, spontaneous abortion, live birth, gallstones, cholecystectomy, anemia, asthma, diabetes and allergic reaction to analgesics. Previously administered products included for an unreported indication: metformin, mirena and iud. Concomitant products included acetylsalicylic acid (aspirin), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide;losartan potassium (hyzaar), ibuprofen, loratadine (lortab), metformin, misoprostol, omeprazole (prilosec), salbutamol sulfate (albuterol sulfate), simvastatin (zocor) and sitagliptin (januvia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and photosensitivity reaction ("sensitivity to light/itchy rash developes with sunlight exposure"). In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). In 2014, the patient experienced tooth disorder ("dental probs") and fatigue ("fatigue"). In 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea(cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), sensitive skin ("rash/skin condition: very sensitive skin"), parosmia ("sense of smell"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joints pain/knees pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation on (B)(6) 2013, on (B)(6) 2019 :hysterectomy . (Partial) and robotic assisted tlh bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and arthralgia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, tooth disorder, gastrooesophageal reflux disease, alopecia, fatigue, hormone level abnormal, migraine, nausea, nervous system disorder, sensitive skin, photosensitivity reaction and parosmia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, parosmia, pelvic pain, photosensitivity reaction, sensitive skin, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was planning to have the essure removed soon. She received treatment for other injuries/problems: headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell . 3 coils exposed on right 3 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(unspecified): result: not provided.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: mr received. Reporter information added. Event: embedded within the bilateral cornu added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornu'), device expulsion ('device expulsion') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, spontaneous abortion, multiparous, gallstones, cholecystectomy, anemia, asthma, diabetes and allergic reaction to analgesics. Previously administered products included for an unreported indication: metformin, mirena and iud. Concomitant products included acetylsalicylic acid (aspirin), fluticasone propionate;salmeterol xinafoate (advair), hydrochlorothiazide;losartan potassium (hyzaar), ibuprofen, loratadine (lortab), metformin, misoprostol, omeprazole (prilosec), salbutamol sulfate (albuterol sulfate), simvastatin (zocor) and sitagliptin (januvia). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and photosensitivity reaction ("sensitivity to light/itchy rash developes with sunlight exposure"). In 2013, the patient experienced headache ("headaches") and migraine ("migraine"). In 2014, the patient experienced tooth disorder ("dental probs") and fatigue ("fatigue"). In 2015, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea(cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gi conditions/gastrointestinal or digestive system condition type: gerd"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), sensitive skin ("rash/skin condition: very sensitive skin"), parosmia ("sense of smell"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and arthralgia ("joints pain/knees pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation on (B)(6) 2013, on (B)(6) 2019 :hysterectomy . (Partial) and robotic assisted tlh bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and arthralgia outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, headache, tooth disorder, gastrooesophageal reflux disease, alopecia, fatigue, hormone level abnormal, migraine, nausea, nervous system disorder, sensitive skin, photosensitivity reaction and parosmia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, parosmia, pelvic pain, photosensitivity reaction, sensitive skin, tooth disorder, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff was planning to have the essure removed soon. She received treatment for other injuries/problems: headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell . 3 coils exposed on right 3 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test(unspecified): result: not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('device expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), headache ("headaches"), tooth disorder ("dental probs"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), dermatitis allergic ("rash/skin condition"), photophobia ("sensitivity to light") and parosmia ("sense of smell") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2019 :hysterectomy . (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, hypersensitivity, allergy to metals, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, headache, tooth disorder, gastrointestinal disorder, alopecia, fatigue, hormone level abnormal, migraine, nausea, nervous system disorder, dermatitis allergic, photophobia and parosmia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, parosmia, pelvic pain, photophobia, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: plaintiff was planning to have the essure removed soon. She received treatment for other injuries/problems: headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(unspecified): result: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received. Event adverse reaction was replaced with the new events: pelvic pain, abdominal pain, back pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, nickel allergy, device expulsion, bladder problems, urinary problems, vaginal discharge,vaginal discharge, headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell. Event outcome was added for the events: headaches, dental problems, gi conditions, hair loss, fatigue, hormonal changes, migraine, nausea, neuro condition/problem, rash/skin condition, sensitivity to light, sense of smell. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report